Manufacturer narrative:
(B)(4). Two used units were received for evaluation. One of the two bags contained a solution and another two bags were received with solution (sodium chloride). A particulate matter was found on the hanger hole area of the empty intravia bag assembly during visual inspection. Functional test was not performed since defect was confirmed visually. The assignable root cause of the reported condition is unknown. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "black fuzzy" particles were found floating around in an intravia empty container after adding unknown solution in the container. The reported condition was occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.